Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 2, 28, 63, or 79 noted during testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the insulin pump alarmed interprocessor communication error, hardware low level failures, the hardware rtc date and time disagrees with the software maintained date and time (main) and the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula. The customer¿s blood glucose level was unknown at the time of the incident. The customer does not want to troubleshoot for the other alarms. Customer reported that, the pump took 3 minutes to reload and went through the rewind pump. Error table indicates the pump should be replaced. Explained pump will need to be replaced and revert to backup plan. Customer advised that they may receive an email containing value added resources. The insulin pump will be returned back for analysis.